Event description:
In 2003, the physician implanted a gore excluder bifurcated endoprosthesis for the treatment of an abdominal aortic aneurysm. During the final angiography, a central type I endoleak was detected. The endoleak was not treated during the initial procedure due to the presence of an additional renal artery. On 3/16/06, the patient experieced an aorta rupture suspected to be caused by the untreated endoleak. The original device was explanted and the aorta was surgically repaired. The patient's condition was stable following the procedure.